Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the provided information it has not been possible to determine an exact root cause for this event. It is likely that the advancement difficulties observed is related to patient condition ("physician's comment: since calcification and arteriosclerosis were more severe than when these were measured before procedure, the event occurred.") Rather than a device failure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair with left approach. The physician judged that the patient was suitable for endovascular repair though there were some narrow points observed in the access route during measurement before the procedure. Though the delivery system was inserted with the left approach, it did not advance due to calcification. Then the approaching site was change to right and the delivery system was inserted. However because it failed too due to calcification, access point was changed and it was inserted again. However, it failed as the same as previous attempts from both right and left sites. The physician stopped using the device. Since one vessel used as an access route was damaged during the procedure, 6 mm vascular prosthesis that was used for bypass in the neck was implanted in the damaged area. Patient outcome: there has been no patient outcome reported.